Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens remained implanted. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and the surgeon noted the lens to be rotated 20-25 degrees off axis. Surgeon sent the patient for 2nd opinion within his office, and that doctor was not familiar with vivity toric lenses. She sought out her own 2nd opinion and that surgeon did not want to do lens rotation, but photorefractive keratectomy instead. He did a trial contact lens tolerability on her and it did improve her vision. Patient has hx of lasik many years ago. Additional information was requested.